Event description:
The customer reported the device failed to power up with ac mains power only. The device powered up with battery power. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up with ac mains power only. The device powered up with battery power. There was no patient involvement. The local philips representative resolved this malfunction by replacing the power supply.